Event description:
During a tracheotomy the patient's o2 saturation began to drop. This required an increase in oxygen to 100%. This caused spillage of oxygen out of the mouth into the area of the wound. There was a short flash of fire on the chest secondary to electrocautery. The fire was put out with sterile water. The patient's chest hair was singed. No apparent burn.